Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment and the gradient was 5-6mmhg. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4+. The xtr clip was implanted however after deployment, the clip opened 10-15 degrees. The procedure was completed at this time with the mr at 3-4 however the gradient pressure was 5-6mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on the information reviewed and without the device to analyze, a definitive cause for the reported clip opened while locked in this incident could not be determined. Additionally, a definitive cause for the reported patient effect of mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.